Manufacturer narrative:
(B)(4). Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 4: reference MFR. Report:1627487-2015-26078,1627487-2015-26079,and 1627487-2015-26080. It was reported, the patient is experiencing swelling by her temples, back of head and around her eyes. The patient reports her pns leads (off-label use) are infected and will be admitted to the hospital to receive IV antibiotics. Cultures were taken.